Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was having a leak on the insulin pump. The customer's wife states that her husband removed the reservoir from the chamber and it was wet. The customer was advised to call back so that the device could be troubleshot. Nothing is being returned or replaced at this time.